Event description:
It was reported ¿we had an infection he did in surgery a year ago¿. It was reported the health care provider had referred the patient to the surgeon for a baclofen pump replacement in a timely manner and the patient went and had the pump replaced. Meanwhile a week later the patient got an infection and ended up back in the hospital. It was reported the surgeon had said to the health care provider (hcp) ¿I¿m going to take this pump out. It¿s really infected. I got to get his pump out¿. The hcp then said ¿they¿re going to withdraw. You¿re on a big dose¿. The hcp then had put the patient in the intensive care unit and cut the patient¿s dose down by 40 percent a day. The hcp ¿watched¿ the infection and did a replacement as soon as it was safe. It was noted the hcp hadn¿t had a chance to see the patient for follow up ¿because he had just the surgery and we weren¿t going to do another for a month¿. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).